Manufacturer narrative:
(B)(4). Date sent: 10/26/2023.

Manufacturer narrative:
(B)(4). Investigation summary: visual analysis of the returned sample revealed that the (B)(6) device arrived with no apparent damage. A test battery was inserted into the device and the green checkmark illuminated, indicating the device had been fired. However, all the staples were present in the device. This indicates the device was not reset by the manufacturer. A few unrelated observations were found during the investigation; the shaft was not secure and could be moved left and right with ease, there was slight weld separation near the battery pack location, and there was a suture preventing the anvil from attaching properly. Once the suture was removed, the anvil could be attached properly. The device was tested for functionality, and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The stop switch was also probed to ensure there was no intermittency issue. The manufacturer, jabil, reviewed the device history record for this device and determined; ¿ there was one defect found with this batch during fgqa inspection (visual inspection ¿ hair in product) no ncs generated for this lot. No rework related to this lot. Batch history report for batch shows no evidence of any abnormal condition during the process of manufacturing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the stop switch being activated with all staples present the would not fire issue reported is confirmed. A manufacturing record evaluation was performed for the finished device batch number 379c75, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the anvil from the first device used with the second device? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What is the product code of the device that was utilized in the surgery? What is the lot/batch number? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the low anterior resections procedure after they put anvil in and they were ready to fire the device, they notice that the device checkmark and would not fire. Another like device and it fired unsuccessfully. It had an incomplete distal donut. They did a leak test and there were bubbles and now they are diverting the patient. There were patient consequences.